Event description:
As reported by a consumer via cordis (B)(4), a patient had a cypher stent (lot and catalog numbers unknown) implanted in her left anterior descending (lad) on (B)(6) 2007, due to an acute myocardial infarction. She has contacted cordis several times since (B)(6) 2010, with symptoms related to autoimmune disorder, anemia, dizziness, edema, lymphoma, rash, kidney cyst, chest pain, t-cell count decrease, fever, weight gain, irritable bowel symptoms, arthritis, gerd, bruising, stroke heart murmur, hypertension, colitis and poor peripheral circulation. She indicated that she had experienced body rash and edema of the hands, ankles and feet. She was advised at that time that she may be eating too much salt. She reported that she was "always being sick" and stated a doctor told her that "it was just the other medication that I was most likely allergic to". She indicated that she has sought legal representation. She sent an email to cordis on (B)(6) 2012. She reported having hashimoto disease, high blood pressure, "lymphoma at the cellular level", and lupus. The patient felt that all of the symptoms she has been experiencing were related to an allergy to the stent and indicated that she was also allergic to plastics, rubber based products, certain metals such as nickel.

Manufacturer narrative:
Concomitant medications included plavix, cymbalta, naproxyn, metoprolol, and lisinopril. The event date is unknown. Complaint conclusion: the complaint received states that post cypher stent implantation this patient experienced chest pain, rash and allergy to the stent. As reported by a consumer via cordis medical affairs department, a patient had a cypher stent (lot and catalog numbers unknown) implanted in her left anterior descending (lad) on (B)(6) 2007, due to an acute myocardial infarction. This is a (B)(6) female with medical history including autoimmune problems, history of allergies (latex, metals). She has contacted cordis several times since (B)(6) 2010, with symptoms related to autoimmune disorder, anemia, dizziness, edema, lymphoma, rash, kidney cyst, t-cell count decrease, fever, weight gain, irritable bowel symptoms, arthritis, gerd, bruising, stroke heart murmur, hypertension, colitis and poor peripheral circulation. She indicated that she had experienced body rash and edema of the hands, ankles and feet. She was advised at that time that she may be eating too much salt. She reported that she was "always being sick" and stated a doctor told her that "it was just the other medication that I was most likely allergic to". She indicated that she has sought legal representation. She sent an email to cordis on (B)(6) 2012. She reported having hashimoto disease, high blood pressure, "lymphoma at the cellular level", and lupus. The patient felt that all of the symptoms she has been experiencing were related to an allergy to the stent and indicated that she was also allergic to plastics, rubber based products, certain metals such as nickel. The stent remains implanted thus unavailable for analysis. There is no sterile lot number available thus no DHR could be performed. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Immune reactions, including rash, are a known potential reaction the implantation of drug eluting stents within the body. Most stents, both bare metal and drug eluting, are made with a metal alloy, either stainless steel or cobalt-chromium, but all contain nickel. Nickel is a metal that a certain percentage of the population is allergic to. Whether or not the small amount of nickel can cause significant reactions has not been widely studied. The drug to be eluted may contribute to a hypersensitivity reaction; however, it is not known if the patient has a known allergic reaction to the sirolimus on the cypher stent. Review of the information suggests that the pre-existing allergy to nickel may have contributed to the occurrence of the reported events.